Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer was advised to use mdi as a backup therapy and was informed about receiving a replacement pump with updated software. The customer understood the instructions on returning the problematic pump, including putting it into storage mode and sending it back within 10 days using the provided return box and pre-paid label. They also acknowledged the need to program the settings and connect their cgm to the new pump. A replacement pump was sent by technical support.